Event description:
Initial info was reported by a nurse to a sales rep for valeant on (B)(6) 2012 and received by (B)(4) on (B)(4) 2012. A female pt was injected with poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date unknown) 8 weeks ago ((B)(6) 2012) and developed a sinus infection. Her physician didn't think much of it and she was put on azithromycin (z-pak). She got her 2nd injection of poly-l-lactic acid 2 days ago ((B)(6) 2012) and again developed a sinus infection and was again put on azithromycin. No medical history or concomitant medications were provided.

Manufacturer narrative:
Additional info for poly-l-lactic acid (sculptra aesthetic) (lot number and expiration date: not provided) from product technical complaint report # (B)(4) dated (B)(4) 2012, received by (B)(4) on (B)(4) 2012: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation and relevant to all the sculptra batches marketed in united states and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a0040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1046, batch a1047, batch a1048, batch a2050, batch a2051, batch a2052, and batch a2053. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. Nevertheless, since we have not received the complaint sample, we reserve to close this complaint as no conclusion possible for the lack of an important element of evaluation that is the complaint sample itself.